Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, a review of the black box showed multiple cs 87 alarms. The ¿cs69¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as a ¿cs87¿ failure in the black box. 24 hour testing was completed on the pump, and testing produced multiple ¿cs69¿ alarms intermittently on the bench. The error was resident to the flash chip (u39). Unrelated to the original complaint, the display screen was found to have a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.